Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft vamf2424c100tu was implanted during the endovascular treatment of a blunt thoracic aortic injury. It was reported during the index procedure when the device was removed it appeared the device tip was not flush with the graft cover and the physician was unable to push the tip and graft cover together.it was noted that the gap between the tip andthe graft cover was larger than 1mm. Vamf2424c100tu was still able to be delivered and deployed. No resistance was encoutnered when delivering the stent to the intended target site or during deployment. No patient complications have been reported as a result of this event. The cause was not reported. No additional clinical sequelae were reported, and the patient is fine.